Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The customer stated the lines in the meter's display affect the area where patient results are displayed. The customer confirmed there was no physical damage to the meter. No misinterpretation of results were reported.

Manufacturer narrative:
The customer's meter was provided for an investigation. The investigation powered on the customer's meter and performed a visual inspection, and the investigation discovered several black lines and spots. The investigation confirmed the lines and spots do not affect the readability of the result. The result was clearly readable. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection was checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display. The investigation determined the returned display assembly was found to be defective. Updated medwatch fields- d9 and h3.